Event description:
The customer stated that her contour meter readings had been lower than usual. While troubleshooting, she performed control tests and received a result of 55 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.